Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(6). The date of implantation, date of event and date of explantation were mentor's best estimates. This information was based on information provided by the patient. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient that underwent primary breast augmentation with an unknown mentor saline prosthesis experienced rupture within four weeks of implantation. As a result, the patient had undergone removal and replacement with unspecified mentor saline implants on (B)(6) 1994.